Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor and keypad traces. Unable to test for the button error alarm due to the blank display.

Event description:
The customer called to report a button error alarm. The customer was unable to clear the alarm as all of the buttons were unresponsive. Advised that the insulin pump would be replaced.